Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and returned to the manufacturer after being explanted due to manufacturer¿s advisory letter. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.